Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. A suspected buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025, it was reported the patient had a suspected buried bumper. During a remote visit it was detected that it was not possible to perform the ventral movement of the peg. The patient had a check-up for the reported problem on (B)(6) 2025. Results of the check-up are unknown.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged buried bumper.

Manufacturer narrative:
Reference number (B)(4). Additional, changed, and/or corrected data: b5 and h6.